Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was found at 32.1-33.5cm from the distal end. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were found at 24.5-27.0cm from the distal end. The etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was found at 22.8-24.9cm from the distal end. The etfe coating was abraded at this location. These etfe abrasion sites are consistent with the observation of noise.

Event description:
It was reported that during a follow up, several noise episodes were seen on the ventricular channel. The lead was explanted and replaced.